Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, assistance with arterial line quality on an axillary inserted balloon. Axillary disclaimer given. The waveform had dampened so the user tried to flush it but it was jagged. The esp personel had provided troubleshooting instructions to the user. User was appreciateve of support and the call ended. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section, the full initial reporter name is - (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).